Event description:
This report pertains to one of three devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon and percutaneous access needle were used during a percutaneous nephrolithotomy procedure performed in april 2019. The patient experienced perinephric abscess. The patient had to be readmitted for interventional radiology perinephric drainage and antibiotic treatment.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in april 2019. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).